Event description:
It was reported that during a device replacement procedure, the device had a malfunctioning set screw at the ventricular channel. It took the physician several attempts to loosen the set screw in a way that the lead pin could be inserted. The physician lined out the screw stuck in the header and it could be turned counter-clockwise only by force. At last the lead was able to be successfully connected to the device with excellent electrical measurements, so the device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.